Event description:
Information was received indicating that a smiths medical pump had a force sensor error that could not be calibrated. There was no patient present at the time of the event. There was no reported adverse events.